Manufacturer narrative:
There is no indication that the alleged access® accutni¿ device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. All related medwatch reports associated with this event: 2122870-2014-00109; 2122870-2014-00110; 2122870-2014-00111.

Event description:
The affiliate stated the customer reported false positive troponin I (access® accutni¿) results, for several patients, involving the access® accutni¿ reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. This report is one of three referencing the patient on the event date noted. An initial result of 0.047 ug/l was obtained and released from the laboratory. Results from retests, on centrifuged aliquots and on the original instrument, recovered lower values of 0.017 ug/l and 0.024 ug/l, respectively. The customer reported the amended result of 0.017 ug/l to the hospital. There was no report of patient injury or change in patient treatment associated with this event. No system errors were reported at the time of the event. Data analysis shows system checks, calibration, and quality control (qc) were performing within assay and instrument specifications at the time of the event. No sample integrity issues were noted. The instrument was in normal operation.